Event description:
In 2008, cook endoscopy was informed that the user would be returning this device for eval but the nature of the occurrence was not provided. Several attempts were made in an effort to collect info related to the nature of the occurrence. On 5/22/2008, the nature of the occurrence was provided to cook endoscopy. During an endoscopy procedure, the physician selected cook endoscopy hot maxx biopsy forceps. The forceps device reportedly discharged electrical current to the operator during use. When we requested info related to the outcome of this observation, we were informed the user was not shocked while using the forceps. Several attempts were made in an attempt to collect add'l info regarding the pt and physician impact and product usage. This info was not provided.

Manufacturer narrative:
Evaluation: the forceps were evaluated by the forceps supplier: the eval of the returned forceps device was unable to confirm the report as described. A continuity test was performed and the forceps functioned as intended; leakage of current was not observed. A visual eval of the outer sheath confirmed there are no damaged areas in the sheath. No other observations that could be related to the reported observation were noted. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. This report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. Conclusion: a definitive cause for the reported observation was unable to be determined because the product functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our eval. However, we can provide the following comments: info regarding proper placement of the pt return electrode was requested, but was unable to be provided. The reported observation can occur if a proper path from pt return electrode to the electrosurgical unit is not maintained throughout the procedure. The instructions for use instruct the user to follow recommendations provided by the electrosurgical unit MFR to ensure safety through proper placement and utilization of pt return electrode. Prior to distribution, all hot maxx biopsy forceps are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record for the lot number confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this calcification, no corrective action is warranted at this time. No further action warranted at this time because the report was unable to be confirmed; the device functioned as intended. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.